Event description:
It was reported the colonovideoscope had a fracture of the outer sleeve of the device with exposure to fibers and the device was returned to olympus for repair. The device was received for repair with concerns about the condition in which it arrived. The device was badly damage and covered in blood. Follow-up was conducted with the customer to obtain additional information regarding what happened to the device. According to a telephone conversation with the customer, the colonovideoscope became incarcerated in a patient's inguinal hernia and it was during the extrication maneuvers. The customer stated there was a need to operate to extricate the device and consequently the hernia was corrected. The hernia had already been diagnosed before the examination. No further reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported failure of fracture of the outer sleeve of the device with exposure of the fibers was confirmed. The device evaluation found the bending section rubber was cut and the adhesive on the bending section rubber had a crack. Three attempts were performed to obtain further information regarding the event, details of the initial procedure in which the device was used, and the patient outcome, but no response was received from the customer at the time of this report. A root cause could not be identified. The most probable cause of the fracture of the fracture of the outer sleeve and exposure of the fibers is traced to a failure to follow instructions. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use" on page 5: ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.